Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose. She stated that she has been changing her set but that her pump does not deliver insulin in her so she has had to treat with a manual injection for a few hours. She said that since the day prior, she sometimes has had a bent infusion set cannula and other times she does not but has not been getting insulin. She was advised that the bent cannula may cause high blood glucose and she said that she has had 4 infusion sets ¿ with 2 of them that were bent. During high blood glucose troubleshooting, the customer said her blood glucose was over 600 mg/dl and currently 456 mg/dl. She said that she felt spacey and that she treated with a manual injection ¿ 12 units of novolog and 20 units of lantus. The customer declined to check for possible site/insulin issues. When reviewing her alarm history, there were two insulin flow blocked alarms and a no delivery alarm found. When she removed the site, the customer confirmed that the cannula was bent. She was able to perform the high-pressure test and the pump passed. She was advised to change the entire set, reservoir and insulin and to treat per her doctor¿s orders. The insulin pump will not be returning for analysis. The infusion set will be returning for analysis.